Event description:
It was reported during a bilateral salpingo-oophorectomy the instrument misfired on the 3rd reloading unit. A second gun was pulled to complete the case. The surgeon told the rep the 3rd firing went half way only. There was no consequence to the pt.